Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date with a nasal sample. The consumer indicated that they were experiencing symptoms consistent with the new covid variant (nb.1.8.1). Although requested, no additional consumer information was reported.

Manufacturer narrative:
B3 (date of event): the date listed is an estimated date, as the consumer did not provide the actual date of the event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 891569 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number: 195-160, lot: 891569, test base part: 195-430wjr, lot: 891569. The lot met the required release specifications. A review of the complaints reported as negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 891569 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.